Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The device was checked prior to the procedure and worked fine. During the procedure, after entering the patient, the device was slightly bowed and energized but the wire broke inside the patient. The device was withdrawn out of the scope and the procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.